Event description:
Treatment of a dural fistula. During the procedure, it was reported that the mirage guidewire could not be pulled out of the ultraflow catheter so it was decided to withdraw both of them at the same time. Upon withdrawal, the distal end of the catheter and guidewire separated and remained in the patient.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00157.

Manufacturer narrative:
The guidewire was returned and the corewire was found broken into two segments. Analysis of the cross section at the break point showed the failure of the corewire occurred due to ductile overload.(B)(4).